Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead channel. Technical services (ts) reviewed and stated the source of the noise oversensing has not been determined yet. This device remains in service. No adverse patient effects were reported.